Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that one of the patient's leads had fractured and gone bad.  The date this occurred was unknown as the patient couldn't recall any specific event that would have cause the whole lead to fracture/go bad.  Impedances were checked and all contacts on the 0-7 lead were >10,000 ohms.  The rep was able to reprogram to cover the patient's painful areas.  The rep and the patient spoke of device replacement/revision, but the rep noted that no surgical intervention has been planned or scheduled as of (B)(6) 2021.  No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2013. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the pt was not aware that anything was wrong with the lead and could not recall any events that could have fractured the lead. Impedance check confirmed that the lead was unable to be used. Surgical intervention is not been planned at this time because the patient is programmed on the 8-15 lead, which covers their pain areas.